Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge, which led to multiple pump shutdowns. There was no reported adverse impact to the customer related to the reported issue. The customer was not using the pump for insulin therapy at the time of the issue.